Manufacturer narrative:
A correlation between the report of gastrointestinal (gi) bleeding and the device could not be conclusively determined. It was reported that the gi bleeding resolved on (B)(6) 2016 and the patient remained ongoing. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed gastrointestinal bleeding on (B)(6) 2016. A colonoscopy performed showed two separate ulcers, both one centimeter in diameter, one with vessels and one with pigmentation. Two hemoclips were placed at each site. It was reported that the gastrointestinal bleeding resolved on (B)(6) 2016.